Event description:
The surgeon inserted a toric silicone lens model aa4203tl and the lens tore upon insertion. The lens was inserted and removed without patient injury. Another lens was used to complete the surgery. The reporter stated the lens was discarded.